Manufacturer narrative:
Visual evaluation of the returned device found the carrier broken and the cage damaged. Additional evaluation of the broken end of the carrier was performed via optical imaging and scanning electron microscopy (sem). Based on the sem results, no material anomaly was observed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and no anomalies were found. Review and analysis of all available information was unable to determine a most probable root cause for this event. An investigation has been opened to address this issue.

Event description:
Note: this report pertains to one of two capio slim devices used during the same procedure. MFR reports #3005099803-2016-02933 & 3005099803-2016-02932 it was reported to boston scientific corporation that there were issues with two capio slim devices that were to be used for sacrospinous ligament (ssl) fixation as part of a pelvic floor repair procedure on (B)(6) 2016. According to the complainant, after both sacrospinous ligaments were identified and exposed via dissection, the first capio slim device [subject of MFR report #3005099803-2016-02933] was opened for use. The capio slim device was loaded with suture and fired after correct placement 1 finger-breadth medial to the ischial spine, on the right ssl. However, after the first attempted pass with the capio, when the device was withdrawn from the patient, it was noticed that the suture had not passed through the ligament. When they went to reload the suture in the capio device, it was discovered that an approximately 1cm long fragment of the capio carrier was missing. The fragment was not found in the surgical area outside the patient, nor was it found when the cage of the capio device was opened and searched. A one-finger sweep of the exposed right pelvic area was performed including the pelvic side walls, sacrospinous area, and fascial tissues, but the missing fragment could not be found by palpation. Fluoroscopy was then performed, which confirmed that the carrier fragment was in the pelvic region near the superior ischiopubic ramus on the right side. However subsequent, repeated digital examination of the pelvic area once again failed to find the fragment. Cystoscopy was performed and ruled out bladder perforation from the device and a thorough rectal examination (pr) was conducted, and was normal with no evidence of foreign body. The physician felt that further probing in that area might result in more damage to blood vessels, nerves or viscera, so they decided to close the vagina and complete the procedure. A second capio slim device [subject of MFR report #3005099803-2016-02932] was opened and tested outside the patient. During testing, the firing mechanism became jammed--after the carrier was extended, it became stuck in the catch/cage and could not be retracted. This device was not used in the patient. A third capio slim device was opened, and a left, unilateral sacrospinous fixation procedure was completed successfully with this third device. The repair procedure was reported to have gone on "perfectly well" with successful reduction of the prolapse, and the patient has been discharged from the hospital.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two capio slim devices used during the same procedure. MFR reports #3005099803-2016-02933 & 3005099803-2016-02932 it was reported to boston scientific corporation that there were issues with two capio slim devices that were to be used for sacrospinous ligament (ssl) fixation as part of a pelvic floor repair procedure on (B)(6) 2016. According to the complainant, after both sacrospinous ligaments were identified and exposed via dissection, the first capio slim device [subject of MFR report #3005099803-2016-02933] was opened for use. The capio slim device was loaded with suture and fired after correct placement 1 finger-breadth medial to the ischial spine, on the right ssl. However, after the first attempted pass with the capio, when the device was withdrawn from the patient, it was noticed that the suture had not passed through the ligament. When they went to reload the suture in the capio device, it was discovered that an approximately 1cm long fragment of the capio carrier was missing. The fragment was not found in the surgical area outside the patient, nor was it found when the cage of the capio device was opened and searched. A one-finger sweep of the exposed right pelvic area was performed including the pelvic side walls, sacrospinous area, and fascial tissues, but the missing fragment could not be found by palpation. Fluoroscopy was then performed, which confirmed that the carrier fragment was in the pelvic region near the superior ischiopubic ramus on the right side. However subsequent, repeated digital examination of the pelvic area once again failed to find the fragment. Cystoscopy was performed and ruled out bladder perforation from the device and a thorough rectal examination (pr) was conducted, and was normal with no evidence of foreign body. The physician felt that further probing in that area might result in more damage to blood vessels, nerves or viscera, so they decided to close the vagina and complete the procedure. __ a second capio slim device [subject of MFR report #3005099803-2016-02932] was opened and tested outside the patient. During testing, the firing mechanism became jammed--after the carrier was extended, it became stuck in the catch/cage and could not be retracted. This device was not used in the patient. A third capio slim device was opened, and a left, unilateral sacrospinous fixation procedure was completed successfully with this third device. The repair procedure was reported to have gone on "perfectly well" with successful reduction of the prolapse, and the patient has been discharged from the hospital.